Event description:
The customer received a blood glucose reading of 225 mg/dl from her contour and a reading of 110 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer does not have any strips left to return for evaluation. Replacement meter was sent to the customer.